Manufacturer narrative:
Corrected data: additional information received from the account indicated that event is actually about the lens getting contaminated and was not defective. The doctor dropped it in the operating room. But it was initially reported as haptic was twisted. Therefore, the event this time is no longer determined a reportable criteria and no further information will be provided under this manufacturer report number 3012236936-2023-02502. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported via phone call that during handling a pre-loaded product was defective, the haptic was twisted. There was no patient contact. Customer used the back-up lens to complete the procedure. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5: not applicable because no patient contact. Section d6a: if implanted, give date: not applicable, as no indication of lens being implanted. Section d6b: if explanted, give date: not applicable, as no indication of lens being implanted, hence not explanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.